Event description:
It was reported that the patient's stimulation felt like a knife stabbing her at her left shoulder blade. The patient had pain relief in her neck the first year and a half after implantation, but had to turn up stimulation to cover the pain around her shoulder blade. With the increased stimulation, the patient felt stimulation down her left arm, drawing toward her hand. It was noted that the increased stimulation in her arm was a necessity to have "somewhat" effective pain relief for her cervical pain. The patient tried to have three different people adjust her stimulation but all attempts were unsuccessful. A physician advised her to have the neurostimulator removed but the patient did not want to. The patient noted that she had a growing bony projection in her cervical region that someone told her was part of the implant. She also noted that the leads and neurostimulator had moved outward towards her skin and were clearly visible thru her skin. On (B)(6) 2011, the patient visited her doctor. The doctor said the device was "all messed up" and had to be removed. The patient also had something hard on her spine right at the level of her shoulder blades. They physician stated that it was a bracket from the neurostimulator that used to be on the left, but had migrated over the spine. After the patient visited her physician, the patient took the batteries out of her patient programmer and subsequently the knife pain went away. The patient was scheduled to have permanent disc replacement in cervical and have her stimulator removed on (B)(6) 2011. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information. Regarding the device moving outward, it was noted the patient had lost weight. The device was interrogated and impedances were measured. The results indicated the system was intact. The device was "fine" and functioning appropriately, however the reporter stated it was not implanted in the appropriate place. Reprogramming was attempted but the patient did not receive better stimulation coverage. The patient wanted the device removed.

Manufacturer narrative:
Concomitant medical products: lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; extension model 3708120 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3776-60 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; extension model 3708120 serial# (B)(4)implanted: (B)(6) 2008 explanted: na; recharger model 37752 serial# (B)(4).